Event description:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: femoral head 12/14 taper cat# 00801803203, lot# 60541420; unknown stem; unknown cup. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02855, 0001822565 - 2020 - 02886.

Event description:
It was reported a patient had a right hip revision approximately 13 years post implantation due to pain in their right hip. Liner and head were removed. The liner was damaged upon removal. Small amount of discoloration was noticed in the cocr head and on the trunnion of the sz 13 epoch fc stem. A new 36 liner and a 36mm biolox head were re implanted. No additional information.